Event description:
Vns patient's seizures had changed in frequency (increased) and type (drop events) since generator replacement surgery. It was reported that treating neurologist is making adjustments to programmed parameters and medications.